Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2008. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thi pain; pain inter; inab inter; rec incont; aggrav incont; psych. Nonsurgical treatments: on (B)(6) 2008 the patient commenced pain medication: panadol/nurofen for the treatment of: pain management. Treatment duration: since surgery, when required. On (B)(6) 2008 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor. Treatment duration: few appointments, not ongoing. The patient was treated with topical treatment (including oestrogen cream).